Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp smart assist system with automated impella controller section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.

Event description:
The complainant reported that an impella rp pump experienced a pump stop coinciding with a high motor current alarm during patient support. The pump was successfully restarted after three failed attempts. However, support levels had to remain at or below p-2 or another stoppage would occur. The pump was explanted and it was discovered that fibrous biomaterial was within the inlet of the pump. The patient survived the explant.

Manufacturer narrative:
The investigation into temporary pump stop and thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-23222 b1 should have been both product problem and adverse event. D4 model number. G1 reporting contact email revised from the initial submission in accordance with updated procedures. G2 report source health professional missing. G6 type of report missing.